Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Complaint sample was returned, evaluated and the reported event was confirmed: the reamer was dull. The teeth were worn with knicks and flattening of the edges. DHR was reviewed and no discrepancies were found. Product was manufactured at the (B)(4) manufacturing facility in september 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed on part number t82 from december 2013 through december 2014. (B)(4). All of the reamers in this analysis were greater than two (2) years old at the time of the complaint. There was one (1) other complaint from the same lot as this complaint, which also reported a similar event, however is still under investigation. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.